Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report with supplemental information provided by a nurse in the USA of patient made mistake/touch contamination and peritonitis in a female patient coincident with dianeal pd2 ambuflex, dianeal pd4 ambuflex, dianeal pd2 ultrabag, and dianeal pd4 ultrabag therapies. On an unreported date, the patient began treatment with dianeal pd2 ambuflex 4.25%, dianeal pd4 ambuflex 4.25%, dianeal pd2 ultrabag 4.25%, and dianeal pd4 ultrabag 4.25% therapies (doses, frequencies, and lot numbers not reported)intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer service, the following was reported. On an unreported date, the patient made a mistake/touch contamination, which resulted in peritonitis. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized on the same day. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The product code is unknown, therefore, 510k number is unknown.

Manufacturer narrative:
(B)(4). This complaint for a use error - breach in aseptic technique issue and peritonitis is confirmed. The cause was undetermined. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident.